Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to resuscitate a patient in cardiac arrest (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads and the device failed to discharge. The pads were changed three times. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported loss of ECG signal and inability to discharge could not be reproduced during testing. Review of the device logs from the reported event showed five successful shocks, a "pads off" event with fluctuating impedance, one failed charge attempt due to invalid impedance, and then three additional successful shocks with no cable changes detected. Possible poor pad coupling was noted but could not be confirmed as pads were not returned. Testing of the unit and accessories, including stress, shock, and impedance tests, found no issues. The device was determined to be functioning as expected. The device was recertified and returned to the customer. No trend is associated with reports of this type.